Event description:
During the procedure a hole was detected in the wall of the sheath. The wire had punctured it. The device was removed and replaced. The pt is reported as fine and the device is being returned for analysis.